Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high rate non-sustained episodes, an increased sensing integrity counter (sic), and possible t-wave oversensing (twos). Additionally, the right atrial (ra) lead exhibited possible undersensing. The leads remain in use. No patient complications have been reported as a result of this event.